Event description:
It was reported via company representative that the customer was hospitalized on (B)(6) 2014, for high blood glucose readings. The name of the hospital was (B)(6). The customer was visiting (B)(6). The blood glucose reading at the time of the incident was over 500 mg/dl. The customer was in intensive care for two days. The customer was not wearing the insulin pump at the time of the hospitalization. The customer was stabilized and given a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.